Event description:
At 1427 staff noticed a chip at the bottom of one of the trocars. The camera was used to try and visualize the piece if it was broken off in the body. The chip was not found at the time and the surgeons proceeded with the case. At 1447 the trocar was carefully removed and the piece of broken off trocar was seen in the subcutaneous tissue in the trocar site. The piece was then removed and all parts of the trocar were collected.